Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched through ambulance and hospitalized for low blood glucose on (B)(6), 2022. The customer¿s current blood glucose value was 20 mg/dl. Customer experienced symptoms such as loss of consciousness due to low blood glucose. Customer treated low blood glucose with glucose drip. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported.